Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 153364 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 153364, test base part number 195-430h / lot 148134. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153364 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Event description:
The consumer's parent reported 2 false positive results (2nd test was with a new assay and sample) with the binaxnow¿ covid-19 antigen self-test performed on (B)(6) 2021. Pcr confirmation testing (x2) generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.